Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was stalling and starting frequently and was alarming. The patient had been on minimum rate for some time now so ¿he's naïve¿. The hcp requested a password to turn off the pump. The code was provided, and the hcp was instructed to update the pump to stopped mode. A pump replacement was planned for tuesday ((B)(6) 2018).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. This implant was replaced and the old one will be sent back to for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (if applicable) regarding a patient who was receiving morphine, 10 mg/ml concentration at 4.312 mg/day dose via intrathecal drug delivery pump for malignant pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Patient heard the pump alarm. On (B)(6) 2018 was the last pump refill and per the event logs (B)(6) 2018 the motor stall occurred. On (B)(6) 2018 tube set occurred with no stall recovery to date. There were no other anomalies per the event logs. The patient did not have a MRI. Pump status and/or event log reported motor stall occurred, motor stall (active), stopped pump period may exceed tube set. No medical symptom was reported. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing and gear wheel 3. Method, results and conclusion codes have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of motor stall was not determined and the patient was being scheduled for a replacement surgery. No further complication was reported.